Manufacturer narrative:
H6: investigation summary: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was missing and never assembled onto the connector body, therefore the system was open and leaked when used. Assembly of the membrane is performed manually. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. A detection system is used to verify the proper welding and location of the membrane. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced device damage while still considered operable. The following information was provided by the initial reporter: the customer reported about separation of the membrane of l connector.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced device damage while still considered operable. The following information was provided by the initial reporter: the customer reported about separation of the membrane of l connector.